Event description:
It was rpeorted that during a coronary ptca/drug eluting stenting treatment procedure, the balloon burst. The highly calcified rca lesion had been pre dilated with several balloons prior to the taxus express2 3.5 x 32 mm deployment. During the stent deployment, the balloon was inflated to 25 atms (rbp=18 atms). The balloon burst, creating a vacuum inside the artery and trapping the balloon. When the physician pulled back the taxus express2 delivery device in order to retrieve the balloon, the distal catheter fractured inside the pt. The physician was able to retrieve the distal segment by "sandwiching" it in between two balloons. There were no pt injuries or complications reported.